Manufacturer narrative:
Testing and investigation found the device touchscreen was not responding when pressed and the device did not pass the touchscreen test. Add'l testing found a broken wire on the touchscreen extender cable. The probable cause was due fluid ingress on the touchscreen and the broken wire. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond when pressed and screen freezes. The device was returned to the biomedical department from the birth center with a report that during set up prior to pt use. The device touchscreen does not respond. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was reported the device screen freezes. No add'l info was provided.